Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks. The device was reprogrammed to mitigate further inappropriate shocks, however was not successful. An invasive procedure was performed. The s-ICD was explanted and successfully replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.